Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose dropped during the night, and the insulin pump did not shut off in time. The blood glucose reading was 46 mg/dl. The customer stated that the paramedics were called, and he was treated with a shot. The customer's wife stated that the customer became violent leading up to the medical intervention. The caller noted that the perceived cause of the low blood glucose levels was that the customer should have had a snack before bed. She noted that the customer has low blood glucose levels at night and was working with his doctor to make adjustments to the insulin pump. He was treated at home by paramedics. Nothing further reported.